Manufacturer narrative:
(B)(4).

Event description:
During index procedure one mo.ma ultra 6f cerebral protection device was successfully used in the left ica. Balloon was located distal of the sta bifurcation. During the procedure, a non medtronic stent could not pass due to the lesion being highly stenosed. Approximately 6 weeks post index procedure, the patient suffered a stroke and was hospitalized. Medication was changed. The investigator assessed there is no relationship between the event and the study device or procedure. Patient was discharged approximately 5 days later and no further clinical sequelae were reported.